Event description:
A malfunction was reported with a code displayed as "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred, which was acknowledged and understood by the caller.